Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is in the emergency room with high blood glucose of 600mg/dl. The customer stated that she got up with 330mg/dl and gave herself some insulin, but her glucose level kept going up. The father stated that the customer had stress and dehydration. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller to correct them. Performed the high pressure test and passed. Instructed the father to remove the cannula and it was bent. No further information was provided.